Event description:
It was reported the patient was cardioverted while the pacemaker was on the patient. There was no output from the pacemaker. The patient died. Follow-up attempts for additional information have been unsuccessful.

Event description:
It was reported the patient was cardioverted while the epg (external pulse generator) was on the patient. There was no output from the device. The patient died. Follow-up information received reported the patient was defibrillated, and the temporary epicardial pacer wires were never able to capture via the epg. The surgeon replaced the wires but still no capture. They do not believe there was a malfunction of the device, but suspected it was somehow burned during the external defibrillation, via the epicardial pacing wires. The cause of death information was requested but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death was requested but not received. There is no allegation from a healthcare professional that the death was device related. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient was cardioverted while the pacemaker was on the patient. There was no output from the pacemaker. The patient died. Follow-up information received reported the patient was defibrillated, and the temporary epicardial pacer wires were never able to capture via the epg. The surgeon replaced the wires, still no capture. They do not believe there was a malfunction of the device but suspected, it was somehow burned during the external defibrillation, via the epicardial pacing wires. Cause of death information was requested but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death was requested but not received. There is no allegation from a healthcare professional that the death was device related. Evaluation summary: (B)(4) analysis could not reproduce the reported event. The battery contacts were found to be contaminated, which could result in failure to maintain power, resulting in no output. The interconnect flex was also noted to be creased, however, this is not related to the reported behavior, as it is only a visual anomaly. The upper and lower cases and one side bail cover were broke.

Manufacturer narrative:
(B) (4)